Manufacturer narrative:
Received one used list# ch2000s-c, spinning spiros¿ closed male luer, red cap. Lot# unknown, one used bd alaris pump infusion tubing set, one used bag spike with additive port, list# unknown, lot # unknown, one used baxter container 50 ml, 0.9% sodium chloride injection, usp. The one list# ch2000s-c, spinning spiros and one used bd alaris pump set were received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely. The spiros was returned securely connected to the male luer of the bd pump set. The half seal appeared to be misassembled and not fully seated in the spiros housing. The connected devices returned were primed with water at gravity pressure and then leak tested. Leakage occurred from the area of the half seal of the spiros in the inactivated state. The reported complaint of leakage can be confirmed. The probable cause is due to a misassembled half-seal during the assembly process. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a spinning spiros¿ closed male luer, red cap that the customer reported an unspecified chemotherapy leak. The nurse saw the housing appeared flooded and leaked. There was patient involvement, no adverse event, and no one was harmed as a result of the reported event.